Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information received from a nurse in (B)(6) of peritonitis and gi (gastrointestinal) bleeding in a patient coincident with dianeal pd4 ambuflex (1.5% and 2.5%) and dianeal pd4 ultrabag (1.5%) therapies for peritoneal dialysis (pd). It was not reported whether dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced an infection later clarified by the nurse to be peritonitis. The patient also experienced gi bleeding. On an unreported date, the patient was hospitalized for the event. During hospitalization, pd therapy was withdrawn and in-center hemodialysis was initiated. On an unreported date, a peritoneal effluent culture was performed and the result was unknown. The cause of the gi bleeding and peritonitis was unknown. Treatment was not reported. At the time of this report the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j07150 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.